Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned. The helix was observed to be stretched and bent. Testing of the lead confirmed that the lead was electrically continuous.

Event description:
Boston scientific received information that this lead was attempted to be implanted, however, due to an unspecified reason, was unsuccessful. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead was returned for reliability analysis.